Manufacturer narrative:
The customer reported an issue with time delay in seeing alarms on their central nurse's station (cns) main screen, as well as the arrhythmia recall screen. This delay lasts for approximately 3 minutes. No harm or injury was reported. Concomitant medical device: the following device(s) were used in conjunction with the cns: bsms: model #: mu-671ra serial #: (B)(4) device manufacturer data: 05/06/2016 unique identifier (UDI) #: (B)(4) model #: mu-671ra serial #: (B)(4) device manufacturer data: 04/08/2016 unique identifier (UDI) #: (B)(4) model #: mu-671ra serial #: (B)(4) device manufacturer data: 04/08/2016 unique identifier (UDI) #: (B)(4) model #: mu-671ra serial #: (B)(4) device manufacturer data: 04/08/2016 unique identifier (UDI) #: (B)(4) model #: mu-671ra serial #: (B)(4) device manufacturer data: 04/04/2016 unique identifier (UDI) #: (B)(4) model #: mu-671ra serial #: (B)(4) device manufacturer data: 04/04/2016 unique identifier (UDI) #: (B)(4)

Event description:
The customer reported an issue with time delay in seeing alarms on their central nurse's station (cns) main screen, as well as the arrhythmia recall screen. This delay lasts for approximately 3 minutes. No harm or injury was reported.